Manufacturer narrative:
The customer moved the lost telemetry beds to another xhibit central station to continue monitoring the telemetry patients until a field service engineer (fse) could go on site to troubleshoot. The fse went on site to evaluate the customers system. While onsite, the fse found that the network port on the xhibit was loose and informed the facility's biomedical engineer and it department. The facilities biomedical engineer confirmed that once the connection was secured, the system functioned as expected. The cause of the reported issue was determined to be a loose network connection.

Event description:
Spacelabs healthcare was notified that multiple beds connected to the xhibit telemetry receiver (xtr) system disappeared from the xhibit central station. There is no patient harm reported with this event.